Event description:
Reported as "iab rupture". The report further states "the patient experienced a rupture of an axillary-inserted iab that had been in place for approximately 35 days. Because the device was inserted via the axillary approach, vascular intervention was needed for removal. The ruptured iab remained in place for about 1.5 hours before it was successfully removed. The patient received a replacement iab approximately 13 days later. Per the rn, the patient was doing well at the time of this report. Discussed with staff that the axillary insertion approach is considered off-label use. It was also reviewed that the iab may remain in place for up to 30 days per the IFU. Staff verbalized understanding".

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.